Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-51952.

Event description:
The customer reported via phone call that he has been having some no delivery issues. Customer has tried a different insulin pump but it didn't help. Customer stated that he was able to prime his infusion set just fine today. A few hours later, he was watching tv and then received a no delivery alarm. Customer's blood glucose was 472 mg/dl at the time of the incident. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin did not exit and the pump alarmed no delivery. Customer reported that there was greater than normal resistance when attempting the plunger push and the insulin did exit. Customer was advised to replace the infusion set and reservoir. Customer will be sent replacements since he had to change the set 4 times since yesterday. Customer's most current blood glucose was 166 mg/dl. Customer stated that he can't get more insulin until tomorrow.